Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while rewinding. The customer had received the motion sensor test failure alarm prior the motor error alarm. The customer's blood glucose was 500 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a frozen display due to moisture damage to the motherboard. The insulin pump also had moisture damage to the interface board. No motor error alarm could be verified due to the frozen display. The insulin pump was received with a jammed motor gear box. The functional testing could not be completed due to the frozen display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.